Manufacturer narrative:
The reported event of a blood leak from the hemostasis valve could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, blood leakage was noted from the hemostasis valve. The procedure was completed without replacing the device, and there were no adverse consequences to the patient.